Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000075426.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances on one lead. As such, the patient has effective therapy on one side. Surgical intervention may occur later to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.